Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Additionally, the customer experienced high ketone levels. Reportedly, assistance was required in administering a correction bolus to address the bg level. Additionally, the customer was treated with saline and insulin fluids in the hospital. No additional information was provided.